Manufacturer narrative:
The sample was returned, however, the investigation was not complete at the time of this report. A follow-up report will be submitted with investigation results.

Event description:
It was reported that the laser tube twisted and kinked during the intubation, the patient saturation went down and ventilation was not possible. The patient had to be reintubated with a standard et tube. The current condition of the patient is unknown.